Event description:
Customer called to report a blood leak under the secondary probe of the coulter lh750 hematology analyzer, and that the drip tray was filled with fresh blood. In addition, the probe wipe was broken and there was dried blood under the instrument. No death or injury is attributed to this event and there was no change to patient treatment. There was no impact to patient results. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. The field service engineer (fse) inspected the instrument and found that customer had glued the backwash cup and cleaned the blood that was around the probe wipe. The fse replaced probe wipe backwash cup and cleaned backside of instrument. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The root cause for the leak is attributed to a broken probe wipe backwash cup, which was resolved with the services performed by the fse. (B)(4).